Event description:
A patient had experienced a shocking sensation a couple times a week on their left side. It was noted that the pt previously underwent a device replacement surgery two weeks from (B)(6) 2010. An impedance check showed a short on contacts 8 and 9. A revision surgery was scheduled for (B)(6) 2010 to correct the issue. Following the scheduled revision, the pt programmer was noted to have an issue. The pt programmer lights on the backside were all lit, and it was noted they would not go out. It was further reported that the buttons did not appear to be stuck, and the battery was changed with no effect. A replacement programmer was requested. The pt was noted as being fine with the plan for programmer replacement, and had no ill effects from issue. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).